Event description:
Customer reported the insulin pump kept spinning during priming. Customer also reported receiving an error alarm on the insulin pump. Customer stated that the drive support cap was protruded. Blood glucose level was 369 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.